Manufacturer narrative:
A review of the receiving inspection (ri) for x25 final tightener was conducted identifying that lot number gm3979102 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 27 nov 2013 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the x25 final tightener (part # 279712600, lot # gm3979102) was received at us customer quality (cq). The distal tip of the driver was worn. The very distal portion of the tips were rounded, almost worn to the core. Due to the worn condition of the tip, device functionality was compromised. The noted issues were consistent as end of life indicators for the device. The stripped condition confirms the reported device assembly issue. Conclusion: after a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the instrument slipped through and would not initiate. This was noticed during inspection. This report is for one (1) moss miami spine system hexlobe driver 5.5 x25. This is report 1 of 1 for (B)(4).